Event description:
The customer reported that the system had intermittent dark/grainy images and displayed an intermittent high kv ma error messages, which caused a loss of live image. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the image intensifier power supply. The system operates as intended.